Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has cracks around display window. Blood glucose is unknown. The insulin pump was replaced and returned for analysis.